Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to this issue. There was no indication provided about any adverse impact on the customer's blood glucose level. The customer contacted technical support, who provided instructions on resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.